Manufacturer narrative:
Lot number, expiration date, unknown, no information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during use, there was an air leak from the cuff. Adverse patient effects are unknown.

Manufacturer narrative:
Evaluation codes: updated. One device was returned. Under visual inspection the device appeared to be in good condition. During functional testing the device was inflated and after twelve hours the cuff was still fully inflated. The complaint was not confirmed. A device history record (DHR) review could not be performed as the lot number was unknown. No actions taken as no product fault was found.